Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to motor error alarms.